Event description:
The unit showing tf:446029,485001 which is related to ambient valve.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag 9 months ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was undergoing pre-operational checks. The root cause was determined to be a defective ambient valve. There was no patient or user harm.